Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Arm shaking during motorized alignment and cutting.

Event description:
Arm shaking during motorized alignment and cutting.

Manufacturer narrative:
Corrected data: d1/d4 an event regarding mechanical failure involving an unknown j5 transmission cable was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? Yes trouble shooting notes: none work performed: (B)(6) - mps reported arm shaking during motorized alignment and cutting. During investigation, fse was able to reproduce the issue during a saw bone test. Fse performed transmission check on the system and j5 transmission cable failed transmission check at 15.3° phase lag.re-torqued j5 transmission cables to spec 7.8° phase lag. After tightening j5 transmission cables, performed a saw bone test with no arm shaking. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.